Event description:
It was reported that the device was in use for infusion for treatment of primary pulmonary hypertension. The reporter stated the device leaked at the filter area. No adverse effects to patient reported.